Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly after a successful deployment, the suture broke due to jerky motion when the rail end was pulled. It should be noted that the prostyle instructions for use (IFU), states: to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. The reported suture separation appears to be related to the reported jerky motion while pulling on the suture rail. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 clarifier - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly after a successful deployment, the suture broke due to jerky motion when the rail end was pulled. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.